Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine follow-up. Brady therapy remained available and the patient did not experienced symptoms as result of the safety mode; however, it was recommended that this device be replaced. The device was subsequently replaced. No additional adverse patient effects were reported.